Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not produce a fluoroscopic x-ray. No pt injury was reported.